Manufacturer narrative:
Investigation is pending at this time. A follow up will be submitted once additional information is obtained. The operating system is unknown so product information provided is for ios. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An email complaint was received in which an alarm issue was reported with the abbott diabetes care (adc) device in use with unknown phone with unknown operating system and version. The low glucose alarms did not sound and the customer was not alerted of changes in glucose level. The customer experienced loss of consciousness and was unable to self-treat. The customer had contact with a healthcare professional, who administered glucose injection as treatment for a diagnosis of hypoglycemia. A laboratory blood glucose reading of "1.9 mg" was reported, however it is unknown when this reading was obtained in relation to the reported medical event. There was no report of death or permanent impairment associated with this event.

Event description:
An email complaint was received in which an alarm issue was reported with the abbott diabetes care (adc) device in use with unknown phone with unknown operating system and version. The low glucose alarms did not sound and the customer was not alerted of changes in glucose level. The customer experienced loss of consciousness and was unable to self-treat. The customer had contact with a healthcare professional, who administered glucose injection as treatment for a diagnosis of hypoglycemia. A laboratory blood glucose reading of "1.9 mg" was reported, however it is unknown when this reading was obtained in relation to the reported medical event. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. The most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The available tracking and trending reports were conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. An investigation was performed for the reported complaint. The customer reported for missing low glucose alarms. Attempt to identify the customer's reported configurations and the information provided in the complaint was insufficient to conduct a comprehensive investigation. The lack of information regarding the app version and the operating system, restricts the ability to identify potential causes of the customer's reported issue. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.